Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported persistent hyperglycemia following a pod and continuous glucose sensor change earlier that day. The pod was worn on the arm for an estimated duration of between 5 and 24 hours. After the change, the patient observed rising glucose levels, reported as 19 mmol/l (342 mg/dl), and contacted support expressing concern that the pod and sensor were not communicating. The patient also referenced a prior support contact earlier the same day related to adding a new sensor. During a phone call with insulet clinical product support (cps), it was determined that the patient had removed the previous pod earlier in the day without deactivating it through the controller. A new pod had been placed on the arm but was not inserted, resulting in the absence of basal and bolus insulin delivery since removal of the previous pod. The controller continued to display the prior pod as expired. Cps instructed the patient to remove the current pod and place it in the freezer and assisted with deactivation of the previous pod via the controller. Under cps guidance, the patient then successfully set up a new pod, confirming appropriate priming and cannula insertion. At that time, the patient¿s glucose level had increased to 21.5 mmol/l (387 mg/dl). The patient reported fatigue, shortness of breath, and chest discomfort. Given the reported symptoms and the lack of insulin delivery for several hours, cps recommended that the patient seek immediate medical evaluation. The patient confirmed ongoing communication with a family member who is an emergency medical services (ems) supervisor and indicated that ems can be arranged if necessary. While the pod was operating in automated mode, a correction bolus of 1.3 units was delivered, with counseling provided that glucose reduction would take time and that additional medical intervention might be required. Ems was subsequently involved. The patient was medically evaluated on (B)(6) 2026 and discharged on (B)(6) 2026 following a 10-hour visit. The patient was diagnosed with elevated lactic acid levels and chest pain attributed to emphysema. Treatment included insulin administration and laboratory testing; intravenous therapy was declined. The pod remained in place during medical evaluation.